Event description:
A report was received stating that during "prior to use"testing, an endobronchial tube's cuff would not deflate. It was reported that a stylet was inserted however, when the stylet was removed, the air was still not released. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced device was received for evaluation in the original package. Visual examination of the device shows the shape of the tube has been altered using the stylet wire. In addition, air was contained in both the tracheal and bronchial cuffs. Inflation and deflation tests were performed per manufacturing requirements. Both cuffs inflated without restriction. The bronchial cuff was found to completed deflate however the tracheal cuff did not deflate as it was intended. Upon removal of the stylet 10 ml. Of air was removed from the tracheal cuff. The device was again inflated/deflated three consecutive times without issue. The reported defect was not duplicated on the returned device.

Manufacturer narrative:
(B)(4).